Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. The event was further described as "a small drip of solution on the outside of the patient line". The patient was not connected at the time of the event. This occurred during set-up of the devices for peritoneal dialysis (pd) therapy. Renal therapy services advised the home patient that the safest thing would be to start over with all new supplies there was no report of patient injury or medical intervention associated with this event. No additional information is available.